Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating they were unable to obtain the exact start date of issue. No cause was determined, the high impedances were present pre-op at one particular (unused) contacted and was resolved. Unknown if the decrease in efficacy was resolved. This information was confirmed by the physician.

Event description:
A manufacturing representative reported the system had shown unexplained high impedance localized at one unused contact. The patient noted they wore a c-pap at night and wondered if the strap might have damaged the extension wire. Diagnostics included an impedance check and questioning about system efficacy. System was checked at request of neurologist. No interventions or actions were taken. No surgical intervention required. The patient had had no loss or depletion of therapy. The issue was not resolved. Out of range impedance values were (B)(4). Patient's indication for use is essential tremors and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient's generator has been at end of service (eos) since (B)(6) 2017 per patient. Reports decrease in efficacy since "(B)(6)" 2017. Unknown cause of the high impedances at contact 0 and 3 per neurologist note from (B)(6) 2017. (B)(6) 2018 generator replacement and extension replacement. Impedances normal post-implants.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Analysis of the extension (serial # (B)(4)) revealed the conductor body was broken less than 5cm from the proximal end. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.